Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 126,758 joules of use. The case was completed using a second fiber. There was no injury to the pt reported.

Manufacturer narrative:
Fiber analysis: the fiber cap remains intact and attached; exhibits a drilled through condition. The fiber cap exhibits some detritus, char, devitrification and melted glass. The fiber shrink tube and fiber jacket exhibits melted glass, unk residue and is slightly burnt. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition could also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause that contributed to this failure was suspected to be localized heat accumulation due to anatomical/procedural factors encountered during the procedure; cap wear was accelerated limiting the performance of the fiber.